Event description:
It was reported that the nurse of the hospital reported to our sales representative that she was observing a surgery procedure. During this it was observed that the locking lever of the reported device was broken off. There was no delay. A replacement was available and the surgery was successfully completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.